Manufacturer narrative:
The insulin pump was received with no unexpected low reservoir alarm noted. No button error alarm noted. All of the buttons functioned properly; however, the insulin pump has had moisture on the keypad traces. The insulin pump has cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners, cracked lcd window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed low reservoir and the customer was unable to clear the alarm. The customer removed the battery and inserted it back in but the insulin pump alarmed button error. Customer's blood glucose level was 19.0 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.